Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, insulin pump failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Insulin pump received with intermittent button response due to flattened dome switch on down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 128 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. Customer stated that the button were hard to press. Customer stated that the insulin pump passed displacement test. The insulin pump will be returned for analysis.